Event description:
It was reported that the tips of two virage set screw drivers fractured off intra-operatively. The driver tips were removed and the surgery was completed without patient impact. This is report two of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has twisted and fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tips of two virage set screw drivers fractured off intra-operatively. The driver tips were removed and the surgery was completed without patient impact. This is report two of two for this event.

Event description:
It was reported that the tips of two virage set screw drivers fractured off intra-operatively. The driver tips were removed and the surgery was completed without patient impact. This is report two of two for this event.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2024-00402.